Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump would not power on. The patient did not allege any harm or injury because of the reported issue. The patient was instructed to replace the pump's battery. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/15/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history does not reveal any power issues. There was no data from the time of the reported issue due to continued use of the pump. The returned battery cap threads were stripped and the cap was unable to maintain an electrical connection; power loss and rebooting were observed. A test cap was attached to the pump; the pump was exercised for 24 hours with no power issues occurring. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the display screen was found to be dim and discolored; a test screen was inserted and functioned appropriately.